Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully confirm this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material #: 309642 batch#: 3095864 it was reported that the bd luer-lok barrel cracked. The following information was provided by the initial reporter: "a clinic manager (cm) reported to costumer service 2 syringes that had visible cracks in the barrel and when staff used product to fill with heparin, the heparin leaked through the crack in the syringe. Reported to cm by pct facility." Product: bd 10ml luer-lok syringe 21gx1in product - 309642 lot - 3095864